Manufacturer narrative:
This product is not expected to be returned. If the product is returned and analysis is completed, this report would be updated at that time.

Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture due to perforation. The lead was explanted and replaced. No additional adverse patient effects reported.